Event description:
A customer reported to baxter corporate product surveillance a micro volume extension set in which the female luer would not stay connected to the male luer of the syringe on a crono syringe pump. This resulted in a leak of an unknown amount of the medication remodulin during patient therapy. There were no reports of patient injury, adverse events, or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). One actual sample was returned to the manufacturing plant for evaluation. Visual inspection as well as functional testing was performed on the sample. The clamp was opened and closed; the female luer was connected to the extension set. The set was primed per label copy, and solution flowed through the set. No leak was observed. A clear passage and pressure test were performed at 8psi. The results were satisfactory for both tests. Therefore, the reported condition was not confirmed. An assignable root cause was not determined.